Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a surgery on (B)(6) 2019 during which the ipg was not put into surgery mode. In turn, the ipg was unable to communicate with the external devices and patient lost therapy. Troubleshooting was unable to resolve the issue.